Event description:
Registered nurse (rn) (B)(6) at (B)(6) hospital reports remunity pump cassette depleted alarm (code 79404) but new cassette was started at 11:00am today with run time of 70 hours. Registered nurse (rn) reports pump issues during day shift and both current pump and remote were switched and paired with backup pump, not matching original pairing. Pharmacy troubleshooting occurred, current pump and remote unsuccessful, switched to backup pump. Multiple remote were paired to the same pump, so backup pump remained paired with other remote (not designated backup remote) and delivery started. Patient did not come in with remote but hospital was able to program their remote to their pump. Registered pharmacist (rph) reinforced keeping pump/ remote/ batteries together as a unit and rotating together; registered nurse (rn) and patient voiced understanding. Registered pharmacist (rph) recommended to complete cassette change if alarm continues and notify pharmacy with any questions or concerns.